Event description:
It was reported that on interrogation of the implantable cardioverter defibrillator (ICD), an alert had been triggered for an inactive charge circuit. It should be noted that the patient was lost to follow-up with the device reaching both recommended replacement time (rrt) and end of service (eos) in 2013. The ICD was explanted and replaced. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.